Event description:
It was reported that the connecting set with n35 injector experienced component separation. The following information was provided by the initial reporter: this is a report about separation of the spike port of mfx2409. According to the customer's report, when the hcp attempted to connect mfx2409 to a general infusion line, the component into which the spike was inserted (spike port) was separated. The product was thus not clinically used.

Manufacturer narrative:
After further review MFR# 9616066-2021-50949 is not reportable. Material # is not registered as a medical device in the us and is not similar to a medical device sold in the us. As a result MFR# 9616066-2021-50949 is null and void.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the connecting set with n35 injector experienced component separation. The following information was provided by the initial reporter: this is a report about separation of the spike port of mfx2409. According to the customer's report, when the hcp attempted to connect mfx2409 to a general infusion line, the component into which the spike was inserted (spike port) was separated. The product was thus not clinically used.